Event description:
It reported that the physician had spike arm on the sword engaged, and when he went to rotate, the spike broke away.

Manufacturer narrative:
Evaluation summary: as returned, one of the spike pins is fractured off the plate. It is reported that the device was rotated when the spike was engaged. It is likely that the rotation caused high bending momentum on the spike and caused the fracture. Improper use of the device appears to be the cause of the problem. The sword has a potential field age of approx 3 years. Device history records indicate device malfunction to specification.